Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was not displaying a placement signal. The aic was exchanged. Patient demographics are not available, however it was reported there was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for automated impella controller (aic) - loss of opm data has been completed. The impella device was received for investigation. The reported issue of ¿no placement signal¿ (placement signal not reliable condition) was caused by weak optical signal due to contamination and damage of optical pump connector in the console. The root cause of the aic issue was a defective blue receptacle. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12773: d4 model number, e4 should have been blank, g1 reporting contact fax number missing, h.6 code 4629 was reported incorrectly.